Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred.the product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.